Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin syringe. The clinician stated that the needle was slightly bent after the injection and when she activated the safety device, the needle came through the plastic and stuck her.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.